Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bending angle was insufficient due to the elongation of the angle wire, play of the angle knob was out of the normal state due to the elongation of the angle wire. The evaluation also uncovered scratches on the insertion tube, insertion tube flexible tube rotates, curved rubber adhesive was missing, air and water nozzles are clogged, and the draining function is reduced, foreign object in the nozzle, scratches were found on the tip cover, hooking is observed when the right/left knob was actuated, scratches are found on the right/left knob and angle fixing knob. Additionally, scratches were found on the operation part, discoloration of the operation part was recognized, scratches are found on the insertion part corrugated tube, scratch on the hardness adjustment ring, scratches were found on the switch box, scratches on the operation unit cover, scratches are found on the up/down knob, up/down angle fixing lever was missing, scratches are found on the grip, scratches was found on the universal cord, wrinkles was observed in the universal cord, scratches are found on the operation part side of the universal cord, scratches are found on the scope connector, scope connector was discolored, scratches on the scope connector cover and peeling of paint is recognized on the suction cylinder. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus reduced angulation on the evis lucera elite colonovideoscope. Upon inspection and testing of the returned unit, foreign objects were found in the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the of the foreign matter in the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe resulting in clogging. Olympus will continue to monitor field performance for this device.